Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a large leak from the o2 sensor. The o2 sensor o-ring was replaced, and the unit was returned to service. (B)(4).

Event description:
The hospital reported the unit had failed preuse testing. There was no report of patient involvement.